Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from vietnam of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call to baxter, the following was reported. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy effluent. On (B)(6) 2012, the patient was hospitalized for the event. On the same day, the patient was treated with cefazoline intra-peritoneally (ip) (2gm/day) and gentamycin ip (80mg/day) daily. The outcome of this peritonitis event was not reported. Per the reporter, this peritonitis event was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information received from baxter employed health professional. On (B)(6) 2012, cefazoline and gentamycin were stopped. The patient was treated with vancomycin ip (1 gm/day) and amikacin ip (300mg/day) daily for peritonitis from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event.